Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device froze due to update that was pushed out to the device caused the database to go recovery pending. The technical support specialist uninstalled the new version in update, rebooted the station and re-registered the manage mode in rss to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding and displaying error message on screen during a procedure. The manufacturer tried to reach out customer for further information, but no other information was released. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that a bd pyxis anesthesia es system unexpectedly stopped responding and displaying error message on screen during a procedure. The manufacturer tried to reach out customer for further information, but no other information was released. There were no adverse events or injuries reported based on this event

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1, d5, e1, h6, h10, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-apr-2022 to 19- apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device stopped responding due to an update which caused the database to go recovery pending. The technical support specialist uninstalled the latest version in the update, rebooted the station and re-registered the manage mode in remote support services to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.